Event description:
It was reported that the left ventricular (lv) lead dislodged during the extraction of another lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant products: (B)(4) lead, implanted: (B)(6) 2001; (B)(4) lead, implanted: (B)(6) 2001; (B)(4) crt-d, implanted: (B)(6) 2014. (B)(4).